Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under the insert anchor section of the surgical technique it states, "note: caution must be taken to maintain precise guide position over the pilot hole during removal." Under warnings, number 2 states, "improper selection, placement, positioning, and fixation of the device can lead to failure of the device or the procedure. The surgeon is to be familiar with the device, the method of application and the surgical procedure prior to performing surgery." Examination of returned device was inconclusive. During the evaluation, engineers determined there was insufficient information included with the returned item to make a conclusion about the damaged anchor. Engineers stated it is possible that during anchor insertion, the guide and pilot hole were misaligned and the implant may have been damaged in an effort to correct this alignment.

Event description:
It was reported patient underwent a labral repair procedure on (B)(6) 2013. During the procedure, the juggerknot was implanted properly but pulled out as the anchor was set. As a result, a new juggerknot was drilled into another hole to complete the procedure.